Manufacturer narrative:
The subject device was returned to the olympus regional repair center. The customer¿s reported problem was confirmed, the image disappears when moving the cable and the loss of image is due to a damaged charged coupled device (ccd) unit. Additional information has been requested and is pending from the customer. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed via service inquiry that the customer high-definition camera head fails when it is switched on. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that an ¿image disappeared¿ because communication failure occurred due to partial disconnection on the cable. Additionally, it was determined that ¿an image was not displayed¿ due to a faulty charge-coupled device (ccd) board. It was recommended to replace the ccd. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No further information was obtained. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.